Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction occurred and the patient died. In (B)(6) 2014, the patient was presented due to unstable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad) with 90% stenosis, and was 16 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75x20mm promus element study stent. Following intervention, residual stenosis was 0%. Fourteen days later, the patient was discharged with aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with myocardial infarction (mi) and on the same day the subject died. No corrective action has been taken.